Manufacturer narrative:
The patient noted having gained approximately 25 pounds after implanting the nalu device and indicated an increase in fatty tissue around the torso. The ipg was originally implanted in the lower back area, so was likely affected by the patient's weight gain. Addition of a layer of tissue between the ipg and the skin led to poor communication between the implanted and external components. The ipg is not suspected to have migrated. Prior to the communication issues the patient had reported good pain relief from the system and there were no indications of any system or component failure or malfunction.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. In (B)(6) 2025 the patient noted having some communication issues between components and difficulty locating the implantable pulse generator (ipg) for proper placement of the external components of the nalu system. Evaluation by nalu personnel noted that the ipg was difficult to palpate, indicating that it may be deeper than recommended. A surgical revision was performed on (B)(6) 2025 to move the ipg more superficial, however the device was damaged during the procedure and required replacement. The new ipg was placed in a new pocket and positioned more superficially to provide better communication between components.